Event description:
While implanting dual chamber pacemaker generator and lead system, the lead screw would not retract during repositioning. Attempts at manual countertraction were not successful. The lead screw sheared and remained as a fragment in the right ventricular outflow tract. Another dextrus lead was implanted. The patient is fine and no adverse outcome is anticipated.====================== health professional's impression======================this could never be a replicated event in the opinion of the physician.